Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that myopotential oversensing recurred. Programming changes were made. Patient will be monitored.

Event description:
It was reported that non sustained lead noise due to oversensing of myopotentials was observed. A loose connection of the lead and the device header was also suspected. Post-paced t-wave oversensing was observed on a real-time egm. Provocative testing did not reproduce the noise. The device was reprogrammed successfully. The patient will continue to be monitored.